Manufacturer narrative:
UDI: awaiting complaint information a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
This event was reported by a clinic where the patient used to do routine exams. An employee from this clinic reported to the medical call center: ¿(B)(6) who is a clinic employee contacted the call center and reported that a patient who used to do routine exams in the clinic and uses a material (screw) from johnson & johnson presented that the screw is broke. Due this event, the patient need to perform a new surgery to repair it.